Event description:
It was reported the bronchovideoscope had a b30 error and image noise during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections. Corrected fields: b5, g4, h6 updated field: h11

Event description:
The customer reported malfunction was image blackout.